Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the severe high blood glucose. The customers blood glucose was 342 mg/dl with ketones. The device will not be returned for the analysis.